Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that an error occurred and additionally noted that the red display wire was pinched and the wire exposed. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator presented with an error. The external pulse generator has been returned as a warranty repair. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.